Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation tab came off the suture during suturing on the fascia. There were no adverse patient consequences reported. No additional information was provided.